Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: versys femoral head +0 (00-8018-032-02, 61074146), trilogy acetabular shell (00-6200-054-22, 61079419), trilogy acetabular liner (00-6310-050-32, 61049684), bone screw (00-6250-065-40, 61077248), bone screw (00-6250-065-20, 61070811). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02898 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 10 years post-implantation due to corrosion of the head and stem. Black debris was noted along the base of the taper and a thin black lining of synovial layer was noted during revision surgery. No additional information is available at this time.